Event description:
It was reported that the customer had been having unexpected restarts after changing the battery for about 6 months. Customer stated a temp basal was not programmed before the unexpected restart occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery multiple times. Customer experienced an unexpected restart. Customer was sent a replacement battery cap and batteries. Customer stated that she had a battery cap sent to her before and it worked for a period of time. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.